Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.

Event description:
Operating nurse fleur wesselink reported on behalf of dr feller: pt needed revision surgery. One blocker had already completely fallen out of the screw and the other blockers were loose. Dr. Feller is questioning how this could happen and if the final tightener / torque wrench is still functioning properly.